Manufacturer narrative:
Additional information: clinical review of the medical records were reviewed and there was no allegation against any fresenius products. The patient has a complex medical history that is significant for being immunocompromised due to severe chronic illness but also on immunotherapy for status post transplantation. The patient was transition during this hospital admission to hemodialysis due to significant risk for further peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department (ed) with levophed and vancomycin infusing. He was found to be drowsy but orientated times four, afebrile and pupils equal reactive to light (perrl). He had complaints of abdominal pain with movement. The patient¿s wife stated, ¿they might have taken too much off today.¿ his heart rate was 100% paced in the 100¿s, systolic blood pressure was 100¿s lover mean arterial pressure (map). The levophed was titrated down, pulses palpable, peritoneal dialysis catheter intact. Right upper arm fistula was positive for a faint bruit and negative for thrill. The patient had a three day history of intermittent low grade fever, a two day history of nausea and a one day history of abdominal pain. He thought the abdominal pain was due to constipation, which he treated himself with an enema without any pain relief. He also reported a cough for the past three weeks. In the ed he was found to be tachycardic, hypotensive, leukopenic with bandemia. He was started on IV antibiotics. This was a recurrent peritonitis in the past two months and concern for peritoneal dialysis as an appropriate dialysis choice was raised. Discharge plans include transition to hemodialysis and training for home hemodialysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The following was found during DHR review: on (B)(6) 2016 fluid intrusion was found under the pump assembly by the rework/pump upgrade department. The cycler¿s bottom cover was replaced to address the problem. The pump assembly was found to be acceptable. The remaining device history record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis called technical services for help on cancelling treatment as they were experiencing chills and cramping and wanted to go to the hospital. Follow-up with the patient's nurse confirmed bacterial peritonitis that lead to septic shock. He was discharged on (B)(6) 2016.